Event description:
It was reported to boston scientific corporation in 2009, that a flexima biliary stent system was used during a stent placement procedure performed one day prior. According to the complainant, during the procedure, the inner sheath detached while attempting release of the stent. The procedure was completed with another flexima biliary stent system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the complaint device failure analysis, if from that review further relevant information is identified, a supplemental medwatch will be filed.